Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that during a heparin infusion, the nurse noticed a rate change from the originally programmed rate. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a rate change from the original programmed rate of a heparin infusion was confirmed. Physical inspection showed a cracked bezel at the lower hinge. The review of the pcu event log showed no errors or malfunctions on the reported incident date of 24july2018. The review of the pcu event log showed that the initial remote IV request for heparin 25,000units/500ml was received by the pcu on 22july 2018 at 12:17 pm with a dose of 1260 units/hr and a rate of 25.2ml/hr. On (B)(6) 2018 at 1:44 am the pump module was selected and the dose was manually increased to 1400 units/hr which increased the rate to 28ml/hr. The log recorded 2 subsequent remote IV orders for the same heparin concentration on (B)(6) 2018 at 7:34 am and on (B)(6) at 1:40 am. Both orders reflected the manually entered dose change of 1400 units/hr with a rate of 28ml/hr. The device passed rate accuracy testing. The root cause of the report of a rate change was determined to be a dose change which was manually entered on (B)(6) 2018 at 1:44 am.

Event description:
The customer reported that during a heparin infusion, the nurse noticed a rate change from the originally programmed rate. Biomed attempted to recreate the event unsuccessfully and noted that there was a crack on the pump bezel. There was no patient harm.